Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned centrimag pump confirmed a fit issue between the centrimag pump and motor, and the returned pump was found to have fit-relevant pump dimensions out of specification. The centrimag blood pump, lot #10118102/ l08177-la6, was returned without tubing. Visual inspection of the device revealed no evidence of depositions or thrombus formations. Visual inspection of the inlet and outlet ports showed no evidence of damage. No gross cracks or other significant damage to the pump was noted. There was no evidence of separation or slippage between the rotor magnet and rotor body. The pump was further examined under a microscope and was found to have icycling of some of the rotor blades, concentric contact marks/scratches in the rotor well, and concentric contact marks/scratches in the interior of the bottom and top housing. The contact appeared to be due to an improperly fit/locked pump, as evident through set screw marks near the set screw recesses of the bottom housing. Evidence of a potential non-fit of the pump in the motor was noted due to scrape marks near the set screw recesses, on the top side of the bottom housing. The scrape marks were to the left and right of the set screw recesses, indicating that attempts were made to rotate the pump both clockwise and counterclockwise. The attempts to rotate the pump clockwise slightly damaged the outflow port as the pump was pressed against an edge of the motor. Additional investigation of the returned pump was performed by abbott research and development (r&d). The contact of the rotor with the pump housing was determined to be due to the pump not being properly fit into the motor. The pump was also confirmed to have a non-fit due to fit-relevant pump dimensions being out of specification. A corrective action and preventative action (CAPA) investigation has been initiated to investigate centrimag pump housing specification issues which may impact the fit of the pump within the motor. Incidental findings: superficial pressure marks consistent with tool marks were noted on the exterior of the top housing; however, a specific cause for the marks could not be conclusively determined. Review of the device history record (DHR) for the centrimag blood pump, lot # 10118102/ l08177-la6, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) is currently available and provides the following warnings and cautions: IFU warning #2: back-up components must always be available. IFU caution #3: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU caution #14: ensure the blood pump is properly locked into the motor per the motor IFU. The section titled ¿blood pump setup and operation¿ instructs to inspect the complete system; do not use a malfunctioning or damaged system. This section also provides instructions for how to mount the blood pump on the motor with the screw locking feature: remove the blood pump from the inner tray. Place the blood pump in the motor receptacle (the blood pump will drop into place in one of three orientations). Rotate the blood pump counterclockwise until it stops. To secure the blood pump in place, thread and turn the screw clockwise until it stops. Confirm that the retaining screw is visible in one of the notches on the side of the blood pump. If the retaining screw is not visible in a notch, loosen the retaining screw. Lift the blood pump from the receptacle by grasping the body and lifting it straight up and away from the motor, and then remount it. This section warns that if the blood pump is not properly seated in the motor an alarm ¿pump not inserted¿ may be displayed on the centrimag console display. The IFU also cautions: do not hit or strike the blood pump with hands, objects, or instruments. Do not strike the blood pump against any surface or object. Impact or shock may cause damage to the device, which may cause device malfunction. The section titled ¿emergency backup equipment¿ states that a back-up sterile centrimag blood pump must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. Incidental finding: superficial pressure marks consistent with tool marks were noted on the exterior of the top housing; however, a specific cause for the marks could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025, that the head of perfusionist reported that all 3 pedivas blood pumps available in the hospital had an issue in being locked in the motor housing. When the pumps were completely rotated in the motor housing as per the instructions for use (IFU) the screw in was not matching the groove. When the screw was aligned with the groove, the pump was not fully rotated, and it was moving within the motor housing. The pumps were pulled out and repositioned in the motor housing and the same issue occurred. There was no alternative to treat the patient, so one of the pedivas blood pumps were used fully rotated in the motor housing. On (B)(6) 2025, it was reported that the pump was working as expected. There was no patient impact. The patient was still under support and no further information on the patient status was provided. Images were provided. No products would return for evaluation. There was concern that since the pumps were not correctly inserted into the housing that this may bring on hemolysis issue, malfunction, overheating, dislodgement with consequent ECMO block. The patient supported by the pedivas pump was experiencing hemolysis on (B)(6) 2025. As all 3 of the pedivas pumps were tested with all available motor drives and showed the same issue, a new snap-in motor was provided. It was noted that the customer reported that the patient was experiencing hemolysis due to inability to lock the pedivas pump in the motor as per the instructions for use (IFU). Three snap-in motors were provided to ensure fixation of the pedivas pump as per the IFU. All 3 available centrimag motors were tried while trying to setup to support the patient, but the centrimag pump didn't fit in any of them. A fourth pump, lot number: 10118102, was then returned due to the same issues seen as the 3 previous pumps. This pump had the same issues on the same day as the other pumps. It was not used on the patient. The pump was attempted to be repositioned in the motor several times but it was not possible to lock as per the IFU. It was tested on the same 3 motors as before.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.